Event description:
Customer reported that the buttons on the insulin pump are not clicking anymore when being pressed and they are worn out. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. No audio tone, the problem isolated to the interface board. Unable to perform all functional testing due to no button response. No damage on the keypad domes noted. The insulin pump has cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads.